Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported this issue, independently loaded the cartridge, and resumed insulin delivery. Technical support educated the caller on the correct procedure for loading and unloading cartridges and advised them to follow up if the issue persisted.